Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl; cause was unknown. Customer required assistance from an assisted living facility care assistant to be given carbohydrates, glucose gel, and d50 intravenous fluid to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.